Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services was dispatched, they were in emergency room and hospitalized due to hypoglycemia on unknown date. Customer's blood glucose value was 28 mg/dl at the time of the incident. The customer was declined troubleshooting for low blood glucose. The customer was not wearing insulin pump when she had low blood glucose. Customer stated that the insulin pump had a compromised force sensor system alarm. The device was not bumped or dropped prior to the alarm and the drive support cap was not normal. The insulin pump will not be returned for analysis.